Event description:
Caller (patient's wife) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.1, lab: 2.3. Patient's therapeutic range: 2-3 inr.

Manufacturer narrative:
Investigation pending.